Manufacturer narrative:
Investigation summary: a review of the device history record could not be performed as a lot number was not provided for this incident. The sample was evaluated by jfrl. According to the report: ¿air and liquid leak was found between the protector and the vial. ¿the expansion chamber didn¿t work properly. ¿after reconnection, expansion chamber worked properly and no leak was found. ¿no defects observed in the protector cannula. Inspections and tests in manufacturing area for protectors: protector housing were manufactured by nolato supplier. Currently, they are molded in bd san agustin plant. Visual inspections and critical dimensions for protector housing parts are performed according to ph-300 current version. During assembly process, the operator performs the following inspections and tests according to ph-302 current version: it is verified that expansion film of the bladder is centered in the protector housing, correctly sealed and free of holes or damages. Visual inspection of the filter is performed to verify that is centered in the protector cavity, welded in a right position and free of holes between the filter and filter cover. Overpressure test is performed to verify that the expansion film of the bladder can resist certain pressure. Film breakage test: the expansion film of the bladder must break at minimum pressure (0,8 bar). It is verify if the break is produced in the sealing area or at the film. Functionality test is performed to ensure properly work of the protector. Hydrophobic filter leakage is performed to verify that no leaks are present in the filter. The defect was confirmed, however, it was solved after reconnection. This fact clearly suggests that the protector was not properly attached to the vial. According to pictures 4 and 7 in jfrl report, the needle didn¿t punctured the vial at the center, and it seems that the metallic cap was damaged. No defects were found in the cannula, therefore it seems that the root cause of the defect is related to the customer error. Protectors must be connected completely vertically to the vial, to avoid issues like this. Assembly fixture m12 is recommended. Re-training to the customer is recommended.

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage during use.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ protector p14j experienced leakage during use.